Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary; preliminary testing confirmed the reported no output condition. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented with complaints of shortness of breath and dizziness. An ECG showed heart block, a rate of 29 bpm, with no pacing output and undefined impedance on both leads. The leads were tested and found to be within normal limits. The device was explanted and replaced. No further patient complications have been reported as a result of this event.